Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, a lead revision is planned for this right ventricular (rv) defibrillation lead which had been implanted in (B)(6) 2014 . This rv lead is exhibiting electrogram noise on the rv pace/sense and shock channels during patient isometrics but not during pocket manipulation. Additionally, there was evidence of loss of capture. A chest x-ray did not identify any position changes from the baseline images. Ts was informed that the impedance and sensing measurements were within normal ranges. Ts commented that this could represent a connection issue. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. This rv defibrillation lead was explanted and replaced without incident. The chronic device remains in-service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this lead was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific received information from the site that in addition to the clinical observation of electrogram noise, this implanted system was exhibiting decreased rv sensing and elevated rv pacing threshold. Upon receipt of a complete lead, visual inspection found a bent stylet in the central lumen of the lead. Set screw marks were identified on the terminal pin and the helix was retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.